Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer 1.7 had failed. A field service engineer found that the left faceplate was misaligned, causing the drawer to jam. The issue was corrected, and the faceplate on the right side was also adjusted. This resolved the issue, and the drawer was successfully tested using the test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer on 1.7 or1 failed. When the user attempted to recover the drawer, the system displayed a message indicated that maintenance was required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.